Event description:
It was reported that the customer experienced a high blood glucose reading of 500 mg/dl and that insulin leaked from the reservoir into the reservoir compartment. The customer noticed that the reservoir was leaking into the insulin pump and stated that she did her best to dry it out. She stated that the leak was at the bottom of the reservoir where the seal was located. The blood glucose levels did lower after the reservoir and infusion set change. The most recent blood glucose reading was 178 mg/dl. The insulin pump passed the self test; advised the caller to monitor. The customer stated that she was unsure whether the leak was past the first or second o-ring. The customer did not have the reservoir available for troubleshoot at the time of the call. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-44479.